Event description:
The patient's spasticity returned. A critical pump alarm sounded. A "motor stalled" message was noted. It was impossible to restart the pump after programming. The patient was being scheduled for a pump replacement. The device system was used to deliver lioresal. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).